Event description:
It was reported that the insulin pump was scrolling by itself, without input from the user. This occurred during normal use. Customer's blood glucsoe was 154 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has minor scratches on the lcd window; cracked case at the display window corners and cracked battery tube threads.